Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) via the company representative (rep) regarding a patient receiving intrathecal baclofen (unknown), dilaudid (hydromorphone), and clonidine via an implantable pump. It was reported that the patient with implanted intrathecal infusion pump experienced a suspected drug overdose following a pump refill performed on (B)(6) 2026. The patient was subsequently hospitalized reported by the patient's son. The patient's son reported that swelling developed in the area of the pump following the refill procedure. The reporter did not witness this and it had not been confirmed by medtronic "[rep]". It was reported that no diagnostics/troubleshooting were performed. Patient was hospitalized and treated; reported to be stable at the time of this report in her home. At the time of this report, the patient was reported to be stable. The intrathecal medication needed to perform the pump refill was requested by hcp's clinic so that the pending refill could be completed. A refill was still required to maintain therapy. The patient and her son requested a referral to another physician for ongoing pump management (after the refill). The issue resolved at the time of this report.